Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of infection("uti and sinus infection"), deemed not device related, is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported that a patient was injected with juvéderm® volux¿ xc. The patient experienced ¿granulomas.¿ biopsy was not provided. The patient had previous non-device related ¿terrible uti and sinus infection¿ that lit up and was treated with steroids. Event status is ongoing. This is the same event and the same patient reported under emdr-36372. This emdr is being submitted for the serious unexpected adverse drug experience.